Manufacturer narrative:
Follow-up #1: date of submission 8/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: unable to confirm or duplicate the complaint. T meter was not returned with the pump. No power on reset events observed in the history . No damage found to returned battery cap. Battery compartment is cracked above and below the bumper pad. Returned battery cap was able to carefully tighten to the pump with no yellow o ring showing. Pump boots to verify screen with audible and vibratory features. Pump was exercised for 24hrs with returned battery cap, no por¿s were duplicated. The returned battery cap contact measurements are in specification. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. He display lens is cracked on the gray area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose over 500 mg/dl and the pump had no power. During troubleshooting, it was noted the issue occured following a battery change. The patient replaced the battery again, and the pump powered up appropriately. There was no damage noted to the battery compartment or cap, and the battery cap was firmly seated. Customer support attributed the bg excursion to use error. The patient remains on the pump. This complaint is being reported as the patient experienced hyperglycemia related to use error.